Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective. Block h11: an ultraflex esophageal proximal covered delivery system was received for analysis; the stent was not returned. Visual inspection found that the tip was kinked. No other problems were noted with the delivery system. Product analysis confirmed the reported event of tip damaged/defective. The reported event was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal covered stent was used to treat a 5.6cm esophageal cancer during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was advanced through the throat along with the guidewire; however, the stent deployment suture was rubbed on the lesion site, causing a bleed. The stent was then withdrawn, re-smeared with couplant, and placed again at the lesion site, but the same problem occurred. Upon removing the device, it was noted that the tip of the stent was kinked. The procedure was completed with another ultraflex esophageal stent. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal covered stent was used to treat a 5.6cm esophageal cancer during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was advanced through the throat along with the guidewire; however, the stent deployment suture was rubbed on the lesion site, causing a bleed. The stent was then withdrawn, re-smeared with couplant, and placed again at the lesion site, but the same problem occurred. Upon removing the device, it was noted that the tip of the stent was kinked. The procedure was completed with another ultraflex esophageal stent. The patient's condition following the procedure was reported to be stable.